Manufacturer narrative:
(B)(4). The device was manufactured january 6, 2015 ¿ january 7, 2015. The device was received for evaluation. Visual inspection revealed that the red coil cap had separated from the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap fell off from the housing. There was no patient involved. No additional information is available.